Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (pressure 2 bar), and a leak was confirmed at the level of the dialysate port. A crack was observed at the connection point of the dialysate port and the filter housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed near the ¿membrane part¿ of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.